Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting over the telephone. The customer was able to locate the leak from a disconnected upper sheath coil with the help of cts and the customer proceeded to re-attach the tubing to resolve the leak. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the issue with the assistance of cts. (B)(4).

Event description:
The customer reported that approximately three to five milliliters of clear fluid leaked from the coulter lh 750 hematology analyzer. The customer stated that the leak was contained within the instrument. The customer also reported that the last sample ran on the instrument generated incomplete differential results and a "faulty sheath tank float" error message. There were no erroneous results reported out of a laboratory and there was no change or affect to patient treatment in connection with this event.